Manufacturer narrative:
This report is based on information provided by philips remote service representative personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device does not turn on. There was no patient involvement. The customer worked with the service representative. It was determined that the device has a malfunctioning ac power module. The device needs an ac power module. Based on the information available the cause of the reported problem was an ac power module. The reported problem was only confirmed by the customer. The device needs an ac power module, but no parts are available since the device was end-of-life since 31dec2022. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided / device is end of life / end of support.

Event description:
It was reported to philips that the devices ac power module is defective. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.